Event description:
The complainant alleged that during an attempt to defibrillate a pt (age unk) being treated for a cardiac arrest, the device was in auto mode when it began charging, but then discharged internally without delivering the energy to the pt. The pt subsequently expired.